Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead had migrated. Surgery took place where the physician attempted to reposition the lead, however the physician damaged the lead (documented in a related manufacturer report). As a result, the lead was explanted and replaced. Effective therapy was restored postoperatively.